Event description:
A home patient's (hp's) spouse contacted baxter's technical service center for assistance regarding "solution leaking from the door of the homechoice machine" during their automated peritoneal dialysis therapy. Baxter's technical service center arranged for a swap to take place. The hp's spouse communicated that they are unable to determine at what point during therapy the leaking occurs, and this occurs randomly (not with every use). Hp's spouse was able to specify that the leaking does not occur during the prime cycle. Reportedly, this has been occurring for the past 6-8 months since they received the refurbished homechoice machine. The hp's spouse has recently been diagnosed with peritonitis. Follow up with the hp's rn indicated the hp experienced fever, nausea and abdominal discomfort. The hp was hospitalized for peritonitis in 2002. The medical intervention during the hospitalization is unknown. Upon hospital discharge, the hp will be treated with vancomycin per center protocol. The hp's recovery is in process.